Manufacturer narrative:
Unit received with missing retainer,missing reservoir tube o-ring, broken reservoir tube lip, scratched case and severely scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was dropped then reservoir clear part was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.